Event description:
It was reported that the patient underwent a revision procedure due to a dislocation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign ¿ australia. Visual examination of the provided pictures identified the explanted head and liner, with bio-debris to the surface. No further evaluation can be made from the provided picture. Review of the device history records identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: dislocation of the left hip arthroplasty as noted. A definitive root cause cannot be determined. This complaint was confirmed based on the mmi report. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.